Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was visible power switching and intermittent beeps. All batteries were used in both ports to try to isolate one power source as the problem, but the power switching continued to occur no matter which battery was used. The controller was exchanged, and the power switching resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. The root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors involving multiple batteries. Momentary disconnections will result in an audible tone or "beep." As a result, the reported power switching and "intermittent beeps" events were confirmed. The most likely root cause of the reported power s witching event may be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported beeping is most likely attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.